Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event/death - estimated. Concomitant products: stent: xience v 3.0 x 28, xience v 3.0 x 23, xience v 3.0 x 18, xience v 2.75 x 28. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a coronary stenting procedure with implantation of a 3.0 x 28 mm xience v stent and a 3.0 x 23 mm xience v stent in the proximal right coronary artery, a 3.0 x 18 mm xience v stent in the proximal left anterior descending artery, a 2.75 x 28 mm xience v stent in the mid rca, and a 2.5 x 28 mm xience v stent in the distal rca. In (B)(6) 2015, the patient died. No additional information has been provided.